Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the right ventricular lead exhibited high capture threshold. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination of the lead did not find any anomalies.